Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a setscrew issue. It was noted that during the implant procedure, the right ventricular (rv) lead coil impedance measurements were high and undefined after all leads were connected. The lead was reconnected, and measurements were repeated with the pocket area filled with water, but the situation did not change. Impedance measurements with all polarities involving the rv coil were high and undefined. Due to the prolonged surgery and concerns about the patient¿s physical strength, all ICD functions were turned off and the patient was scheduled for a repeat surgery two days later. During the repeat surgery, the rv lead was pulled with a strong force while the setscrew was closed, and the lead came out of the port. A loose pin was confirmed. The lead was removed, and the setscrew was observed to not be extended completely. Afterwards, the setscrew was loosened and inserted vertically several times and normal extrusion was confirmed. It was noted that the device thread had a possibility that it was ¿crushed¿. It was also noted that in the initial implant procedure, five to seven rotations were required until the torque wrench sounded, which was greater than usual. It was thought that the setscrew was loose at the time of shipment and might have been inserted at an angle. All lead measurements using all polarities were normal using an analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.